Event description:
Customer reported inserting the swab into the regent and then into the nose with qv otc. No adverse reaction reported.

Manufacturer narrative:
Follow-up to correct the product code to qkp.

Manufacturer narrative:
Follow-up to correct the product code to qkp.

Event description:
Customer reported inserting the swab into the regent and then into the nose with qv otc. No adverse reaction reported.

Manufacturer narrative:
Investigation conclusion: in response to your complaint, we performed a review of the package insert (pi) for clarity of instructions. No issues were found. The reported problem we believe is related to a deviation from the instructions called out in the pi. The information you provided has been documented and will continue to be monitored. Investigation summary: in response to your complaint, we performed a review of the package insert (pi) for clarity of instructions. No issues were found. The reported problem we believe is related to a deviation from the instructions called out in the pi. The information you provided has been documented and will continue to be monitored. Root cause: customer procedural error.

Event description:
Customer reported inserting the swab into the regent and then into the nose with qv otc. No adverse reaction reported.